Event description:
Additional information was received that the lead pin was completely inserted at the initial implant surgery on (B)(6) 2024 and lead impedance was ok at that time.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that after a recent battery replacement on (B)(6) 2024, high impedance was seen. The device was disabled, chest x-rays were taken and were noted to be unremarkable, and a neck x-ray was recommended. The x-rays have not been received for review. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Additional information was received that the patient presented for surgery where the initial impedance was high. The lead pin was removed and reinserted but impedance did not resolve. Generator diagnostics were performed and were ok. Although the impedance was ok for generator diagnostics, the surgeon elected to replace the generator as well as the lead. The suspect device has not been received by manufacturer to date.

Event description:
Product analysis was completed on the suspect device. Continuity checks were performed and no anomalies were seen. Visual analysis showed abraded openings on the outer tubing with dried bodily fluids inside the inner and outer tubing, with no obvious point of entrance noted other than the identified abraded openings and cut ends. White deposits were observed on the outer tubing that are associated with organic processes during implant. Four sets of set setscrew marks were observed on the connector pin, providing evidence of a proper mechanical contact between conductive surfaces of both the generator and connector pin, thereby ensuring a good electrical connection to the lead at one point in time. Other than the abraded opening, the condition of the returned lead is consistent with conditions following explant and the reported lead fracture/high impedance was not confirmed; however, a portion of the lead was not returned and cannot be assessed. Pa worksheet was reviewed and the previously mentioned abraded openings and bodily fluids were noted along with compressed tubing and internal abrasions in some areas. Product analysis was also completed on the non-suspect generator and internal generator data review showed additional dates of high impedance.

Event description:
The suspect device was received and is awaiting product analysis completion.